Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was frequently emitting occlusion alarms. During troubleshooting, it was noted that the reporter was unable to prime the pump without an occlusion alarm occurring after changing the cartridge and the infusion set tubing. The reporter was allegedly able to manually prime the cartridge and tubing without issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings:a review of the black box showed evidence of occlusion alarms. Ezprime steps were successfully performed and the pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The complaint could not be duplicated on investigation.